Event description:
It was reported that the insulin pump suspended insulin delivery due to an inaccurate sensor glucose reading. The blood glucose reading was 280 mg/dl, compared with the sensor glucose reading of 55 mg/dl. The customer declined troubleshooting for the threshold suspend and sensor glucose reading issue. He also stated that the insulin pump alarmed bad sensor alarm and calibration error. He was advised to remove and change out the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.